Event description:
The user reported that monitor had no audible sound.

Manufacturer narrative:
Method and results: there was no adverse event and there was no pt involved. The user claimed that they replaced the device's speaker, but this did not rectify the problem. The device MFR advised the user that the no sound condition was likely being caused by the device's motherboard. The user was also advised that the device needed to return to the MFR for factory repair because the motherboard requires programming and cannot be replaced in the filed. The user reported to the device MFR that they have removed the device from service and that the device will remain out of service until it is repaired, tested, and deemed fully operational. At this time, no additional investigation or action is warranted or possible.